Event description:
The company was informed that the patient had a fall a few weeks after initial implant surgery causing the electrode array to migrate. Programming adjustments made at the time appeared to resolve the issue. The patient's device was ultimately explanted and the patient has been reimplanted with another advanced bionics cochlear device.